Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown triathlon tibial tray.an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) will not be made available due to hospital and surgeon policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient had a knee revision due to loosening of the tibial tray. Surgeon revised tibial tray and insert. Surgeon revised to a triathlon universal baseplate with stem and insert.